Manufacturer narrative:
The customer reported problem cannot be confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech needed help on 8015 4.7 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech needed help on 8015 4.7 unit, I did explain to tech we no longer support the smaller screens they became end of life affect 01/01/2019, she has a error code 600.6835 which is a network, let tech know I will help her as a courtesy, walk tech through each steps transfer the network config back onto unit once complete had her power unit off back on in normal mode say yes to new patient and the error cam right back. Let her know their is more issue on that unit. She think me for my assist.